Event description:
(B)(4). After surgery I had continuous pain and discomfort. My periods have become irregular and often last for more then 7 days and are extremely heavy. I have pain daily that dominantly stays on my right lower quadrant. I have muscle spasms that feel like kicking and can be painful. I have more infections after the devices where implanted. Symptoms after procedure including to date: cramping. Sharp/stabbing pelvic pain. Abnormal menses. Ovarian cysts. Bacterial vaginitis. Constant spotting. Discharge (odor/no odor). Excessive bleeding during period (menorrhagia). Painful ovulation. Night sweats. Loss of libido. Bleeding/spotting after sex. Painful periods (dysmenorrhea). Painful intercourse. Bleeding between periods. Long menstrual cycles. Yeast infections. Bacterial vaginitis. Urgent/frequent urination. Uti (urinary tract infection), bladder infection. I was also diagnosed with sarcoidosis after the implantation of the devices.